Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The patient/layperson alleged that her patient ultra meter had reverted to the set up mode when she changed the battery at 7a.m in late 2008, the morning of her call. Six hours later, the patient reportedly began sweating and "felt low". Due to the symptoms, the patient allegedly either ate or drank a beverage to resolve the symptoms. During troubleshooting, the cca resolved the issue and also replaced the meter. Because the patient experienced a symptom that may be a serious injury after the issue began, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.